Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the full height cubie drawer 7 was failed to open. A field service engineer found that the drawer was sticking when attempting to open and exhibited significant resistance when manually slid, removed the drawer and observed that both slide rails were damaged, with several bearings having fallen out, also identified that the right and left racks holding the drawer in place were misaligned, replaced both slide rail assemblies and adjusted the alignment of the side racks. After completing the repairs, the drawer operated smoothly without resistance. The full height auxiliary drawer 7 was restored to proper working condition, performed testing using the hardware test application (hta) application, and the customer completed a full inventory count of the drawer, with no further issues identified. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary full height cubie drawer 7 was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.